Event description:
Please be aware that my toothbrush disintegrated in the middle of first use. All the bristles came off. Consumer replied back with he threw the tb out.

Manufacturer narrative:
No samples provided. Unable to review travel toothbrush for bristles falling out. Can not confirm complaint. Complaint trending for travel toothbrush was reviewed for the 13 months leading up to (B)(6) 2021 and there is not an increasing trend for travel toothbrush bristles falling out failure mode. This is the only complaint for bristles falling out. Continue to monitor via complaint reviews and complaint review monthly meetings.